Event description:
It was reported that during a pacemaker implant procedure, the physician opted to implant a boston scientific pacemaker lead at the bundle of his ((his) and was suboptimal. The physician had difficulty inserting the lead. Additionally, was not able to get any impedance measurements and there was no capture. The physician ended up implanting the lead at the right ventricular (rv) apex. The lead was discarded. The device was implanted successfully and remains in service. No adverse patient effects were reported.